Event description:
Draeger medical received legal documentation from administrative assistant/paralegal to vice president and senior litigation counsel for a company, indicating that in 2007 a piece of an infant warmer allegedly fell on an infant causing severe burns.

Manufacturer narrative:
Initial visibility to the alleged incident came via legal documentation. Draeger made repeated attempts to obtain the identity of the device along with the details surroundings the event. The facility refused to furnish draeger with the requested information at the advice of their legal council. On 07/09/09, a memo received from draeger's legal council indicated the litigation surrounding the event was settled between the hospital and the plaintiff. There was no allegation in the complaint that any hill-rom product was defectively designed or manufactured, or that any hill-rom product lacked adequate warnings. Because the settlement was confidential the legal council for the plaintiff would not divulge any facts concerning the case, such as what model of warmer was at issue in the case.